Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had 9 stored episodes in which there was t wave oversensing which resulted in the patient receiving a total of 10 shocks throughout these episodes. It was noted that the inappropriate shocks occurred in alternate 2x gain, primary 1x gain and secondary 1x gain vectors. Technical services (ts) informed that it appears the patient is having some aberrancy at higher rates of 140 bpm during therapy events and morphology is very biphasic with large t-waves. The qrs and t waves are sometimes at the same amplitude. Additionally, the smart pass feature was disabled due to low amplitude and slow heart rate. Ts discussed re-screening the patient and provided programming options. At this time, the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Filing a correction report to correct field h6 device codes.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had 9 stored episodes in which there was t wave oversensing which resulted in the patient receiving a total of 10 shocks throughout these episodes. It was noted that the inappropriate shocks occurred in alternate 2x gain, primary 1x gain and secondary 1x gain vectors. Technical services (ts) informed that it appears the patient is having some aberrancy at higher rates of 140 bpm during therapy events and morphology is very biphasic with large t-waves. The qrs and t waves are sometimes at the same amplitude. Additionally, the smart pass feature was disabled due to low amplitude and slow heart rate. Ts discussed re-screening the patient and provided programming options. At this time, the system remains in service. No additional adverse patient effects were reported.